Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with a bolus. The customer reported high glucose alert at 242 mg/dl. The customer stated that there was a fall rate alert at 4.0 mg/dl and the glucose settings were at 80-240 mg/dl. The product was not returned for analysis.